Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was not mode switching for atrial fibrillation (af) or tracking at the upper rate limit. The physician changed the mode, but the device still was not pacing at the upper limit. The atrial sensing was reprogrammed, and the device began sensing af appropriately. The device remains in use. No patient complications have been reported as a result of this event.